Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was repositioned. During the lead revision the suture sleeve was missing. It was reported that the suture sleeve "is clear." It is unknown why the lead revision was happening.